Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg became inoperable. As a result, the ipg was explanted and replaced, which addressed the issue.

Manufacturer narrative:
The reported event for inoperable ipg was not confirmed. At receipt the ipg successfully communicate with lab utilities with low battery warning error and at stimulation off. The returned ipg accepted charge and was fully recharged at lab charging bank. It also passed all functional testing (bench and autotest). No root cause was identified for the reported issue.

Event description:
User facility medwatch report received that states the neurosurgeon reported patient was experiencing low back pain that she described as an aching and worsened with movement. The patient reported the pain had caused a decrease in daily activities and she rated the pain 10/10. The spinal cord stimulator was implanted in 2011 (unknown date and location). The neurosurgeon took the patient to surgery on (B)(6) 2020 for removal and replacement of the end of life spinal cord stimulator. Documentation by the neurosurgeon revealed "the old battery was then taken out of the pocket and disconnected from the leads. The new battery was then brought into the field and the leads placed within the new battery which showed excellent impedance. The leads were then locked. The fatty pocket was made slightly larger inferiorly." No complications were reported.